Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up. Upon interrogation, the pulse generator displayed a device parameter error message. After the settings were reprogrammed, the device exhibited normal operation. The patient would continue to be monitored.

Manufacturer narrative:
Initial reporter: company representative.